Event description:
As reported on the quality complaint form received, "during placement, when they pull the tube to pass through the abdominal wall, the tube split apart at the juncture between the silicone part and the 'pvc' tube. They achieved to grasp the tube with a forceps and to pull it to finish the placement."